Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer stated she was experiencing high and low blood glucose readings. The customer then stated she was taken to the emergency room a few weeks prior for low blood glucose. No blood glucose readings were reported. The customer also stated the insulin pump casing appeared to be coming apart.